Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & pakel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were not turning smoothly. The device was disassembled, and it was found that there was excessive grease on the valve adjustment knob which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p is currently completing a failure investigation into the reported manufacturing issue. The failure investigation will examine the potential root cause of the reported manufacturing issue and provide recommended actions bosed on the findings.

Event description:
A healthcare facility in north carolina reported that the peak inspiratory pressure control and the manometer of an rd900 neopuff infant resuscitator were faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). The complaint (B)(4) neopuff infant resuscitator is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in north carolina reported that the peak inspiratory pressure control and the manometer of an rd900 neopuff infant resuscitator were faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to infant resuscitator. Section d4: model and catalog # updated to rd900aeu. Section d4: UDI details were not received. Section g1: contact person updated to (B)(4). Section g4: PMA/510(k) number updated to k971695. Method: the complaint rd900 neopuff infant resuscitator was received at fisher & pakel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were not turning smoothly. The device was disassembled, and it was found that there was excessive grease on the valve adjustment knob which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p healthcare has completed the failure investigation for the reported complaint. As a result, an update to grease application process was performed to avoid the grease catching on the housing.

Event description:
A healthcare facility in north carolina reported that the peak inspiratory pressure control and the manometer of an rd900 neopuff infant resuscitator were faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.